Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The luer hub is cracked, which meets the applicable regulatory reporting criteria. The device was returned to j&j medtech for further evaluation. A non-sterile gs 90, 95 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the proximal end of the catheter was returned for evaluation (luer hub and 0.8 cm of the shaft). The thread of the hub of the catheter was broken. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding the kinked/bent tip cannot be evaluated, since only the proximal end of the catheter was returned. The broken hub was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: - exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during an endovascular embolization the procedure, the physician opened the package of a cerebase 90, 95 cm, straight, distal catheter (product code: gs9095sd, lot number: 31375560) and took it out for inspection. The tip of the cerebase catheter was kinked/bent. The cerebase catheter was not used in the patient. A new device was switched to complete the procedure. There was no patient injury report. No additional information is available. Based on the product analysis of the returned device, the luer hub is cracked.